Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. Visual inspection of the power switch overlay revealed no evidence of damage or contamination. The failure investigation (fi) technician installed a power switch overlay assembly into a fi test unit and confirmed the failure. The open power on green light emitting diode (led) caused the failure with this power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, a light emitting diode (led) failure was reported. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that the power-on/off led did not turn on and replaced the power switch overlay to address the reported issue.

Event description:
During periodic maintenance, a light emitting diode (led) failure was reported. There was no patient involvement.